Event description:
Caller reports that the pt tested 4.4 inr on uf0222344 and 4.9 inr on uf0225366 while a comparison lab returned as 3.26 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.